Manufacturer narrative:
UDI: unavailable. This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
This report is being filed after the subsequent review of the following literature article. Nayak, n. R., pisapia, j. M., abdullah, k. G., & schuster, j. M. (2015). Minimally invasive surgery for traumatic fractures in ankylosing spinal diseases. Global spine journal, 5(4), 266 united states. N=4 infection, ((B)(6) yr old female), ((B)(6) yr old male), ((B)(6) yr old female), ((B)(6) yr old female).